Event description:
Boston scientific received information that approximately one week post implant, this right ventricular lead exhibited loss of capture, undersensing, and oversensing. The patient was symptomatic as his heart rate went down to 40bpm. A revision procedure was performed which revealed that the lead had dislodged into the atrium with the helix mechanism fully retracted. The lead was repositioned into the right ventricle, however, it required 20 turns to extend the helix. It was determined that not enough slack was given to the lead during the initial implant which contributed to the lead dislodgement. The procedure was successfully completed with normal measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.